Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed (B)(4). And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a device history record review could not be completed for this complaint as the material and lot numbers provided are 'unknown.' To aid in the investigation, three videos were provided for evaluation by our quality team. One video shows a needle assembly being assembled to a syringe. The second video shows a syringe with solution in it connected to a needle assembly. A vial with solution is take and the needle is inserted through the vial stopper. The solution in the vial is drawn into the syringe. A third video show a syringe with solution. The person showing the product turns the syringe around showing the level of solution. From the videos it is not possible to observe if there is any solution between the rubber stopper ribs. Based on the investigation with the video sample analysis the symptom reported by the customer could not be confirmed and probable root cause could not be offered. For further analysis a suspected defective sample would need to be sent. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the video sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered. A suspected defective sample would be needed to send it to the r&d for further analysis.

Event description:
It was reported that the unspecified bd 50ml syringe experienced leakage and issues with the syringe volumetric accuracy. The following information was provided by the initial reporter: at the time of handling, when adjusting the required volume, the syringe is showing both positive and negative pressure, causing the medication to overflow, making the correct volume impossible and there was leakage through the retaining ring.